Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# (B)(4) serial#, implanted: (B)(6) 2007, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a catheter replacement and granuloma resection on (B)(6) 2021. The cause of the event was undetermined. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown.